Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and found that the safety disk was faulty and needed to be replaced. A supplemental report will be submitted when additional information is provided. The full event site name is (B)(6) medical univ.

Event description:
It was reported that during use on a patient the cs100 intra-aortic balloon pump (iabp) alarmed "loop leak". No patient harm, serious injury or adverse event was reported.